Event description:
It was reported that the customer received discrepant readings on the sensor, causing her insulin pump to threshold suspend. Customer's blood glucose was 153 mg/dl while she received a reading of 53 mg/dl from the sensor. At the time of this report, customer's blood glucose was 137 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.